Event description:
Pt admitted to hosp for cystoscopy with clot evacuation and fulguration of friable prostatic vessels and catheter placement. During case the anesthesiologist noted the drager anesthesia machine monitor indicated a low desflurane output. The anesthesiologist then switched to sevoflurane anesthesia agent. The anesthesiologist notified the anesthesia technician about the datex ohmeda desflurane vaporizer alarming "no output." The anesthesia machine and vaporizer were sequestered for evaluation and analysis of event. Pt has no recall of anesthesia event.